Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4) reason for original complaint ¿ litigation papers allege the following: after the surgical implantation, patient suffered symptoms and damage to his body including but not limited to constant and severe pain and discomfort in his thigh, hip-joint, and groin; the formation of metallosis and pseudotumors which have damaged bone and tissue surrounding the implant; stiffness; inflammation; clicking and popping sensation in his hip when moving to and from a sitting position; infection; chromium and cobalt metal toxicity; lack of mobility; and other complications. Patient will undergo revision surgery in the future. Update 07/18/2012 - patient fact sheet was received, which provided part/lot information. Medwatches have been updated. There is no new information that would affect the outcome of the investigation. Update 05/21/2012 of plaintiff's preliminary disclosure form was received which identified part/lot information. Dob added. There was no new information that would change the outcome of the investigation. Update - added sales rep details, surgeon name, patient height and weight, revision date. Taken from der dated (B)(6) 2015 reason for revision: metallosis. Update rec'd 7/11/15 - ppd with medical records received. Patient was revised to address pain. Upon revision, synovitis, and a grayish black synovium were noted. The sleeve and stem are now being added for alleged elevated metal ions. This complaint was updated on 07/15/15.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. (B)(4).  This complaint is the subject of litigation or a legal claim and currently complete product detail is not available at this time. A follow-up medwatch will be filed as appropriate.